Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 28-sep-2023 h.6. Investigation summary: material #: 367300 lot/batch #: 3103380 bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve fall off with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 30 vacutainer tubes, and the issue of sleeve fall off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with the bd vacutainer® multiple sample luer adapter, the sleeve came off. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from japanese: the customer reported that the rubber sleeve on the np needle came off. After attaching it to the holder and collecting blood, the rubber sleeve on the np needle came off.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® multiple sample luer adapter, the sleeve came off. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from japanese: the customer reported that the rubber sleeve on the np needle came off. After attaching it to the holder and collecting blood, the rubber sleeve on the np needle came off.